Event description:
During insertion of te tube, the guidewire pierced the tube wall and entered the pt's small bowel. No injury was caused.

Manufacturer narrative:
No injury was reported. The returned stylet does not have any sharp protrusions and is the appropriate length for the tube. The IFU does clearly warn not to reinsert the stylet while the tube is in the pt; however, the root cause could not be determined.